Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was moderately tortuous, 75-90% stenosis, severely calcified lesion in the medial left anterior descending (lad). The vessel was not predilated. The physician was unable to cross the lesion with the taxus express2 8.8% 3.0 x 12mm drug eluting stent. After the withdrawal of the complete system, it was noticed that the distal edge of the stent had a strut sticking out. The physician then predilated with a 2.5 and 3.0 maverick balloon at 20 atms with a taxus 3.0 x 16mm stent, the lesion was crossed and the stent implanted. The vessel was postdilated with a maverick 2.5 at 6 atm successfully. The result was 25% remaining stenosis with good flow. The pt's status is reported as good.